Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was not suitable for aaa repair. The proximal neck length was less than 15mm. The procedure was conducted as prescribed except deployment of suprarenal stent was performed before deployment of contralateral limb. Main body preparation was performed as labeled. When the distal tip of system was elevated and flushed with saline, a small amount of leakage was confirmed. The main body delivery system was inserted from the right femoral. The physician deployed the suprarenal stent before deployment of the contralateral limb. Blood leaked from the hemostatic valve of the main body delivery system when the ipsilateral (right) leg delivery system was being prepped for insertion. Then, a large amount of blood leaked when the gray positioner was removed. A total of 472cc of blood leaked and was salvaged, then it was given back to the patient by a cell saver. Final angiogram revealed a proximal type I endoleak (1820334-2009-00594). The physician ballooned the area again, but it was unsuccessful. The physician placed another manufacturer's stent and the endoleak was resolved. The patient has recovered.

Manufacturer narrative:
The check-flo sheath was received in a used and contaminated condition to assist in this investigation. A nondestructive visual examination of the valve was performed. There was some amount of expected deformation present with the silicone discs. No remarkable observation were found. The device is shipped with an " instructions for use" (IFU) booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Per final inspection, the device is inspected for numerous characteristics that could prevent/reduce leakage from the valve; discs are checked to be correctly positioned in snap fit cap. Discs are checked to be punctured thru and free of tears. A pressure test is performed on each valve. Similar field complaints from another country have been reported. Corrective action was issued in that country in 2007, in which training took placed at every eligible site in that country during january, 2008. The scope of that corrective action was specific to users in that country. We will continue to monitor for similar complaints.